Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: recon sagittal saw device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components of the motor device were damaged. It was further observed that the device made excessive noise and experienced an unintended activation/motion. It was further determined that the device failed pretest for safety assessment and noise assessment. It was noted in the service order that post-surgery, it was discovered that the device was damaged ¿spoiled¿ while being used together with the recon sagittal saw device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.